Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: ep - shuttle rf generator system - 100w, us catalog #: 39d-76x. Carto 3 system. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi)/mitral isthmus ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered an esophageal perforation requiring surgical intervention. At an unspecified point post-procedure, the patient developed an esophageal perforation. Two weeks post-procedure, the patient underwent surgical repair of the perforation and feeding tube placement. Patient required extended hospitalization as a result of the adverse event. Patient was reported to be in stable condition. Relevant history is that the patient was obese. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.